Event description:
A report was received that the patient underwent an explant procedure due to pocket site infection. Symptoms were fever and warmth at the pocket. The patient was treated with doxycycline antibiotic. The infection was procedure related and not device related.

Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.